Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter was displaying an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2017 and has been ongoing since. The patient manages her diabetes with insulin oral medications diet and exercise and stated that she continued with her usual diabetes management routine in response to the alleged product issue. The reporter stated that the patient had been experiencing symptoms of ¿nauseous and sweaty¿ over the last few weeks. The reporter confirmed that the patient did not receive any treatment. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The patient was unable unwilling to confirm which sub code was displayed. After walking the patient through a retest, the issue was resolved. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.